Event description:
It was reported that an employee in the dr's office splashed cidex plus in right eye while cleaning instruments. The employee had just removed the employee's solution. When the employee added it, the solution splashed in the employee's eye. The eye was irrigated for 25 minutes, and the employee was taken to see an ophthalmologist. The ophthalmologist diagnosed the employee's with a chemical burn to the eye and prescribed eye medication to use at night.